Manufacturer narrative:
(B)(6). Investigation: customer returned (93) 4mm, 32g pen needles (15 open, 78 sealed) with the shelf carton from lot #: 8086655. Customer states that there is a lot of pain and blazing at the time of application as if the needle were blunt and the insulin leaks. All open samples as well as 15 sealed samples were tested for point geometry, lube, and cannula od (specs: outer diameter for 32g: 0.0090¿-0.0095¿). All observations fall within specifications. Also, all of these samples were tested and all were able to expel properly without any observed leakage. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the customer¿s indicated failure.

Event description:
It was reported with the use of the bd ultra fine¿ insulin pen needle there was an issue with insulin leaks when making the application.